Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the procedure, the shaft was fractured. The device was completely and simply removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded and there was contrast on the device. Microscopic and tactile inspection revealed a separation in the hypotube located 71cm from the strain relief. The facets of the hypotube were ovaled, as if kinked prior to separation. There were numerous kinks in the returned hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However, during the procedure, the shaft was fractured. The device was completely and simply removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was stable.